Event description:
The manufacturer received information alleging the trilogy evo ventilator made an unfamiliar sound and subsequently power from the alternating current (ac) power failed. There was no harm or injury reported. Replacing the ac cord did not correct the issue. The device was returned to the manufacturer's product investigation lab for evaluation where the issue that the device did not detect the ac power was duplicated during an operational check. To resolve this issue, the power supply was replaced. The occurrence of error code e-196 in the device history log indicates a ventilator inoperative condition due to communication failure between the system printed circuit assembly and the display. To resolve this issue the system printed circuit assembly, and the display were replaced. The device passed final testing.